Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient said that she noticed that her tinkle had slowed down and this morning she could tell that her bladder was full and she could barely go. No change in therapy related to positional movement was reported. Patient tried to adjust setting however patient was not unable to do. Patient had access to patient programmer (pp). The pp was synced. The pp showed stim was on. At first patient received the poor communication screen and when she repositioned she was able to connect, however said couldn't increase. It was determined that patient was placing pp directly over implant site and when she removed to look at the screen she didn't sync again in order to adjust setting. The patient had the ability to change programs and/or adjust stimulation. Patient felt stimulation in the correct area. This did not resolve the reported issue. Time to therapeutic benefit for this therapy could not be determined over the phone as it takes time for the patient to determine how her body will respond to the adjustment. Caller was redirected to the healthcare professional (hcp) to report difficulty voiding and to discuss back up plan. Patient was advised to track results and adjust intensity based on results. No further symptoms reported. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.